Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 473mcg/ml fentanyl at 120mcg/day, 7.1mg/ml bupivacaine at 3.4mg/day, and 947mcg/ml baclofen at 320mcg/day via an implantable infusion pump for intractable spasticity. It was reported that before (B)(6) 2017 the medication was not helping the patient with their spasticity. At the time the hcp had increased the concentration of the medication and did not know why it wasn't helping. The hcp attempted to aspirate from the catheter access port, but was unable to get anything back. The hcp sent the patient to a neurosurgeon to check the catheter. The hcp told the patient in the meantime if they had issues with symptoms to go to the emergency room so if there were any issues they could "open the patient up and check the system." In (B)(6) 2017 the patient went to the emergency room, neurosurgeon checked the catheter, and it was determined everything was fine with the catheter. On (B)(6) 2017 the patient went in for a refill and when the hcp attempted to aspirate from the catheter they pulled back a lot less than expected (volumes unknown). The hcp reported at that time they thought it was maybe a programming error that occurred since the last time the neurosurgeon checked the catheter. The hcp repo rted they were able to fully inject the 40ml into the pump so they knew everything was going in. The hcp reported they eventually programmed the pump and let the patient go. On (B)(6) 2017 the patient came in for their normal refill. The hcp reported the patient had signs of withdrawal about a week earlier. The hcp reported they checked for a volume discrepancy and noticed the expected volume was approximately 10-14ml and the actual volume was approximately 0-0.5ml. The hcp reported they filled the pump with a higher concentration and told the patient to comeback in 2 months so that they could check for a volume discrepancy. The hcp had ruled out magnetic resonance imaging scans. The hcp was pretty certain the patient did not access their pump because the patient is a little weak and the patient was bigger so it would've been difficult for them to access the pump. The hcp was pretty certain there was no heating near the pump. The hcp reported they injected dye into the reservoir just to make sure it was not spilling or losing fluid. The hcp then reported on (B)(6) 2017 that the patient was hospitalized and had overdose symptoms. The patient was noted to be in the intensive care unit and was intubated. The hcp wanted to reach a manufacturer's representative who could help program the pump to a decreased dose. No further complications were anticipated/reported.

Manufacturer narrative:
"Life threatening" and "intervention required" boxes apply, and are now selected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer¿s representative (rep) on (B)(6) 2018. The drugs being delivered were reported to be 947.4 mcg/ml compounded baclofen at 120.31 mcg/day, 473.1 mcg/ml fentanyl at 60.08 mcg/day, and it was again reported that 7.1 mg/ml bupivacaine was being delivered but the dosage was not provided. Medical history included ms (multiple sclerosis). The patient weight was unknown. It was reported that the hcp had questions if the pump was over infusing. The hcp stated that the patient was in the intensive care unit once, he believes, over the summer for over infusion. Another hcp states that they ¿always pull back less than expected at refills.¿ documentation was needed on the amounts and dates related to the discrepancies. There were no environmental/external/patient factors that may have led or contributed to the issue. The logs were read and there were no alarms. The pump was explanted on (B)(6) 2018 due to suspected over infusing. The pump was replaced and the catheter was patent. The pump was sent back for analysis. The issue was resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. Correction - "other" now applies and was selected due to report of overdose. Correction - device codes (B)(4) and (B)(4) apply to this event, and were added. If information is provided in the future, a supplemental report will be issued.